Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine. Further described as ¿no iodine or insufficient iodine." This was identified before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10/d11: concomitant medical product: the event occurred on an unspecified date in january 2023. E1: initial reporter phone number (additional): +(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.